Event description:
It was reported during a cerebral aneurysm coiling procedure, the coil failed to detach. After several attempts, the coil appeared detached. When the coil delivery wire was withdrawn, the coil was still partially attached and broke off inside the catheter. The physician then used the delivery wire to push the coil inside the aneurysm. No patient injury reported.

Manufacturer narrative:
The coil was implanted in the patient and will not be returned for evaluation.